Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: performed service & repair functions. Attached box label, electrical safety and vapr3 repair record. Nothing noted in the service history that could have contributed to the complaint. As per customer complaint of generator displays error 200. Unit was evaluated and found that the idt board was disconnected from the rf board. To correct the problem, reseated the idt board. Multiple scratches on unit fascia, top plate and base plate; replace the fascia, top plate, and base plate. The membrane switch panel and fascia label were replaced because of the removal of the fascia. Missing 2 mounting feet; so they were replaced. Replaced the socket assembly because it was corroded. Performed service bulletins. The testing of the unit was completed per the service manual. The unit passed all functional tests and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that the vapr iii displays error 200. Reportedly there was no patient harm and no delay in the procedure. The type of procedure and how it was completed are unknown.